Event description:
A malfunction alarm with code malf 12 was reported, and the customer did not identify the fault ID as the code was reset. There was no adverse impact on the customer's blood glucose levels, as they did not exceed 500 mg/dl. As a corrective action, tandem technical support decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup insulin delivery method until the replacement arrives. She received instructions on putting the pump into storage mode and agreed to return the faulty pump using a pre-paid label within ten days.